Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors failed to infuse during patient infusion. The devices contained piperacillin/ tazobactam 8000mg in 230ml of sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between 10 january 2025 and 13 january 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.